Event description:
On (B)(6) 2015 the distributor contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/26/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: unable to duplicate complaint about keypad. Keypad is intact with no evidence of peeling or damage, all keys are responsive. Removed the keypad, no evidence of contamination on key contacts. Bolus button cover detached/missing.